Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was unable to complete rewind. Customer also reported that the insulin pump received multiple pump error alarms, but they were able to clear that alarms. No harm requiring medical intervention was reported. The insulin pump will be return for further analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Pump error 42 and pump error 3 confirmed in pump history files, however pump error 30 is not confirmed in device history files. Device unable to verify rewind anomaly, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. The following were noted during visual inspection: cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and minor scratches on case.